Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The investigation determined that the issue could have been caused by stress induced through excess force during use; however, the root cause was not definitely established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus 12 degree telescope¿s light guide bundles were broken inside. According to the initial reporter, this event did not take place during a procedure and had no patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The light guide fibers were found damaged. Additionally, the unit was producing a blurry image and the outer tubing was bent. If additional information becomes available following the device evaluation, a supplemental report will be filed.